Event description:
It was reported that the programmer powered up to a black screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the programmer had a blank screen, the flex tape was creased causing it to crack and fail. It was also noted that the display hasps were broken and the right antenna was out of specification. (B)(4).

Event description:
It was reported that the programmer powered up to a black screen. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.